Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. Photos of the device were provided. All information reasonably known as of 23 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned, photos provided.

Event description:
It was reported that an ngt [nasogastric tube] was removed from a deceased patient. It was identified that the end of the tube appeared to be flayed with a part missing. The tube was inserted on (B)(6) 2020. According to the user facility, "there is no evidence that it [the device] contributed to the patient's death and staff had no reason to suspect this had happened, as the patient was still absorbing feed." Additional information received 08-sep-2020 indicated the patient's death was due to covid pneumonia.

Manufacturer narrative:
Photos of the device were provided. The reported event was confirmed via review of the photos; however, root cause could not be determined. Process assessment found no activities or tools that could cause this type of flaw in the tube component. Per the instructions for use, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 23 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.